Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The service tech states the seal for the motor has came off and states the motor was smoking. He states the broken seal caused the grease to migrate from the gearbox to the motor.